Event description:
It was reported before use the tube pms plh 13x75 3.0 plbl lim ce had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: "presence of 2 separating balls in some barricor tubes".

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for extra separator with the incident lot was observed. Additionally, evaluation of the customer samples was performed and extra separator was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the tube pms plh 13x75 3.0 plbl lim ce had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: "presence of 2 separating balls in some barricor tubes".